Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hospital test application was run, and the dwrs and pockets were tested. All hardware and cable connections were checked, but no issues were found. A technical support specialist found there was no issues in the reported device. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had screens go dark periodically and required a station reboot to be operational. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.